Event description:
It has been reported that 4 days post op a male patient coded in the unit. As the hospital staff was performing code functions, a decision was made to transfer the patient to surgery to determine the etiology of the patient's subsequent complications. When the physician re-opened the patient it was determined that a 3-0 prolene suture had broken. This patient subsequently died. The reporter is not able to determine whether the broken suture contributed to the patient's demise.